Event description:
Customer rpeorts obtaining results of 248mg/dl, 163mg/dl, 289mg/dl, and 468mg/dl on the same device within 4 minutes. No adverse event was reported and no treatment was recieved. No valid quality controls were used. Requested return of suspect device and replacement was sent.